Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue was identified. The philips remote service engineer (rse) analysed the system remotely and confirmed that the equipment does not start. After reviewing the log, rse found the system indicates a loss of power. Upon troubleshooting, rse concluded that the network switchboard was operating as intended and detected a possible issue with the pdu fan tray. To resolve the problem rse advised the customer to carry out a full shutdown and examine the board. After repairs were completed, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the system did not start. The system was not in clinical use at the time of the reported event. There was no reported patient or user harm. Philips has started an investigation of this complaint.